Event description:
It was reported that customer was not able to access menu due to signal too low alarm, unexpected restart alarm and spanish anomaly alarm. Insulin pump would be replaced.

Manufacturer narrative:
No unexpected restart or external ram crc error alarm noted during test. However, a display history failed on startup alarm noted in alarm history file. The insulin pump alarmed due to corrupted history file. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.